Manufacturer narrative:
Product event summary: it was reported that during log file analysis, several critical battery alarms were detected. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which two critical battery alarms, with (B)(4) triggering one of the alarms. During these instances, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, one power disconnect alarm was recorded involving (B)(4). During the disconnect alarm, the logs recorded a spurious safety alert word (saw) value for (B)(4), indicating that a communication error had occurred between the controller and battery. As a result, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two critical battery alarms after review of their log files. The battery was replaced. No patient complications have been reported as a result of this event.